Event description:
Reporter alleged obtaining a discrepant blood glucose result of 88 mg/dl back to back with a result of 311 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for one of the possible the suspect device used as the customer could not recall which lot number of strips he used. Reference medwatch report with (B) (4) for the other possible suspect device.